Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was backflow when an infusion was running at a low rate in conjunction with a continuous renal replacement therapy (crrt) machine. The infusion of angiomax was running at a rate of 2.2 ml/hour and it was observed that the filtered blood from the crrt machine was back flowing into the angiomax line. The blood was uncoagulated when ran through the crrt machine. There was patient involvement, but the order of angiomax was changed to systemic.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. Investigation summary: the reported issue of back flow of angiomax could not be confirmed. No inspection and testing could be performed as no device was returned for investigation. The bd alaris¿ user manual warns to use bd manufactured parts in the operation and maintenance of your bd equipment. Use of repair or service parts, accessories, or syringes, dedicated infusion sets, or disposables that are not approved by bd is at customer¿s own risk and could exposed patients to risk of device failure, injury, or even death. In addition, use of such parts, accessories, or disposables may void the product warranty provided by bd. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the probable cause of the reported back flow of angiomax was not determined as no device or infusion set was returned for investigation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was backflow when an infusion was running at a low rate in conjunction with a continuous renal replacement therapy (crrt) machine. The infusion of angiomax was running at a rate of 2.2 ml/hour and it was observed that the filtered blood from the crrt machine was back flowing into the angiomax line. The blood was uncoagulated when ran through the crrt machine. There was patient involvement, but no harm. The order of angiomax was changed to systemic.